Manufacturer narrative:
No product was returned for evaluation. The report of suspected pump thrombosis could not be confirmed because the device is not available for investigation. Moreover, a correlation between the device and the reported elevated ldh could not be conclusively determined. Due to their significant history of noncompliance, it was determined that the patient was not a candidate for a pump exchange or heart transplant and was discharged home on (B)(6) 2017. At discharge, the patient¿s ldh was 1515 u/l and inr was 1.5. Lovenox was reportedly added to their medication regimen along with aspirin and coumadin. The patient remained ongoing on pump support at the time of the event. The patient later expired on (B)(6) 2017 while at home on hospice with suspected device thrombosis (covered under medwatch MFR# 2916596-2017-01421). The pump was not explanted following the patient's expiration. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event represents the admission on (B)(6) 2017 for elevated ldh levels and suspected thrombus. The information was received with the user facility report which is attached to this medwatch submission. The report did not include a user facility report number. (B)(4). Approximate age of device ¿ 1 year 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted to the hospital for suspected device thrombosis with a lactate dehydrogenase level greater than 1500 u/l. It was reported that the patient is not eligible for a pump exchange due to non-compliance. The patient will be medically managed. A user facility medwatch was received that states: the patient has a known history of noncompliance following implant. On (B)(6) 2016, the patient was admitted after family called ems with reports of altered mental status and speech pattern problems. Diagnosis of stroke was suspected. Therefore, the patient presented to an outside ed and was transferred for further evaluation and care. On evaluation, patient was noted to have a mixed expressive and receptive aphasia. The patient was without any motor deficits or cranial nerve involvement. CT of the head showed a likely old infarct in the right parietal lobe and questionable infarct of the left frontal lobe. The patient was very non-compliant throughout this admission; refusing diagnostic studies, medications, lab work, and other recommendations. The patient was periodically bridged with IV heparin, and subsequent lovenox until therapeutic inr was achieved, at which point the patient was ready for discharge. Repeat head CT was negative prior to discharge. The patient was discharged to home on (B)(6) 2016. Later on (B)(6) 2016, the patient presented to an outside lvad center for suspected cva and was admitted and treated. Following hospital discharge on (B)(6) 2016, the patient continued follow-up in our outpatient clinic. On (B)(6) 2017, the patient presented to an outside ed for shortness of breath and work-up found her ldh >4000 and inr was unreadable. And was transferred to our facility for admission and medical management. Once again, the patient was non-compliant throughout admission and was started on a heparin drip and the ldh ultimately settled in the 1500s. Due to the significant history of non-compliance, the entire lvad team was in agreement that she the patient is not a candidate for pump exchange at this time. This was discussed at length with the patient who was discharged home on (B)(6) 2017. At discharge, lovenox was added to the medication regimen along with aspirin and coumadin. Discussed above situation with manufacturer clinical representative on (B)(6) 2017 with discussion of formal report to follow.